Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional medical/ patient information and to correct the date of explant/event date for the flat mesh. With the current information available, the conclusion for this file remains inconclusive. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As was originally reported in 09/2017: (B)(6) 2014 - the patient underwent an incisional hernia repair procedure to introduce a bard marlex mesh to the patient's incisional hernia to reinforce tissue affected by the hernia. (B)(6) 2015 - the patient underwent a removal surgery of the marlex mesh to remedy the failure of the implant. Specifically, the marlex mesh had integrated into the small bowel and caused intestinal obstruction. Additionally a biodegradable mesh was implanted in the patient. The attorney alleges the patient has experienced and continues to experience pain, stomach cramping and trouble digesting food. The attorney further alleges the patient has suffered serious bodily injuries that have resulted in pain and suffering and disability. Addendum based on medical records provided: (B)(6) 2015 - the patient was diagnosed with multiple incisional hernias and underwent an exploratory laparotomy, extensive lysis of adhesions and a double layer mesh incisional hernia repair. (B)(6) 2015 - the patient was diagnosed with a bowel obstruction and underwent an exploratory laparotomy, extensive lysis of adhesions, small bowel resection, removal of bard "marlex" flat mesh with implant of a non bard davol biological mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the patient experienced pain, obstruction and disability. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent an incisional hernia repair procedure to introduce a bard marlex mesh to the patient's incisional hernia to reinforce tissue affected by the hernia. On (B)(6) 2015 - the patient underwent a removal surgery of the marlex mesh to remedy the failure of the implant. Specifically, the marlex mesh had integrated into the small bowel and caused intestinal obstruction. Additionally a biodegradable mesh was implanted in the patient. The attorney alleges the patient has experienced and continues to experience pain, stomach cramping and trouble digesting food. The attorney further alleges the patient has suffered serious bodily injuries that have resulted in pain and suffering and disability.